Manufacturer narrative:
The device was received deployed. Inspection of the soft cannula found the exposed portion be stretched. It could not be determined when or how this damage occurred. Fluid flowed through the fluid path despite the soft cannula being stretched. The device was leak tested and no tears, or leaks were observed that would result in fluid leaking from the pod or a failure to deliver insulin. No damages or defects were observed that would contribute to swelling or irritation swelling at the infusion site. The cause of the reported irritation and swelling could not be determined.

Event description:
It was reported the patients blood glucose level rose to 320 mg/dl while wearing the pod between 36 and 48 hours. It was stated that the pod was leaking insulin. It was also reported that the site had redness and was swollen.